Event description:
Difficulties were encountered while the stent delivery system was advanced to the right middle cerebral artery (mca) aneurysm. Contrast extravasation was noted while the physician was attempting partial stent resheathing in the right m1 mca. Imaging confirmed a diffuse subarachnoid hemorrhage (sah) due to possible rupture of the aneurysm. Heparin was reversed with 50 mg of protamine intravenously. The stent was deployed across the neck of the aneurysm. Post coil embolization, follow-up angiogram revealed in-stent thrombosis. The patient was given 8mg of reopro intra-arterial followed by 7mg of reopro intravenously to resolve the thrombus. The patient remained intubated and sedated post procedure. The next day imaging revealed an edema and mild hydrocephalus. The three days post procedure CT scan showed an infarct in the right occipital lobe. The following days the patient's condition improved. Imaging showed minimal residual sah and no evidence of hydrocephalus. The patient's neurological status improved, but still had left upper extremity weakness. Eight days post procedure the patient was discharged home in stable condition.

Event description:
Difficulties were encountered while the stent delivery system was advanced to the right middle cerebral artery (mca) aneurysm. During the procedure the aneurysm ruptured and contrast extravasation was noted. Imaging confirmed a diffuse subarachnoid hemorrhage (sah). Heparin was reversed. The stent was deployed across the neck of the aneurysm. It appeared that the intima of the parent artery was damaged and thrombus formation in the right mca was noted. The patient was given reopro and antiplatelet medication (aspirin and plavix). The patient remained intubated and sedated post procedure. The next day imaging revealed an edema and mild hydrocephalus. The three days post procedure, CT scan showed an infarct in the right occipital lobe. The following days the patient's condition improved. Imaging showed minimal residual sah and no evidence of hydrocephalus. The patient's neurological status improved, but the patient still had left upper extremity weakness. Eight days post procedure the patient was discharged home in stable condition.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture, hemorrhage, stent thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.